Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 600um laser fiber was used in a stone dusting procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the "fiber is blown". The device was removed and the procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: investigation results: the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured approximately 4.5 cm from the sma connector. The second piece measured approximately 304 cm from the end to the exposed glass tip. The exposed glass tip measured 7 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. When connected to the laser console, the following message was displayed: "applicator has been used 2 times." The fiber was detached at the sma connector boot. Evidence of melting was observed at the sma boot. This suggests the laser was fired with a fiber fracture within the sma connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the sma connector was detached/separated at the boot, likely from overheating, which is evidence of a fiber connector fracture. There was also evidence of melting observed at the sma boot. Use with the laser console indicated the device had been used two times. Examination under magnification showed the exposed glass tip had signs of normal degradation. The fiber is consumable and meant to degrade with use. It is likely that procedural handling of the device during set up, reprocessing, or use contributed to the fiber break within the connector, resulting in overheating of the sma connector and the boot detachment/separation. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lot and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label

Event description:
It was reported to boston scientific corporation on october 14, 2020 that a lighttrail reusable 600um laser fiber was used in a stone dusting procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the "fiber is blown". The device was removed and the procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.